Manufacturer narrative:
Patient is reported to be in their 60's. PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was placed into a patient during a ptbd procedure. During drainage, it was found that the catheter was leaking from the hub. The physician then removed the leaking catheter and replaced it with a like device. The new catheter was also found to be leaking from the hub. The physician removed the leaking catheter, opened a device from another company and completed the procedure successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information regarding event details have been requested, but are not available at this time.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Additional information: concomitant medical products: product received on: 23 august 2018. Investigation :evaluation: a review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, as well as a functional test, dimensional verification and visual inspection of the returned device was conducted during the investigation. One locked 8.5fr mac-loc catheter was returned for evaluation in used condition. On the proximal suture hole running towards the proximal hub, there were five crude drainage holes roughly 1.5cm apart. These holes were likely created by the customer. There was biological matter present on the device with no other surface damage noted. A leak test was conducted and confirmed the presence of a leak between the catheter tubing and connector cap. Tug and twist tests revealed that the proximal assembly was secure. Upon removal of the connector cap, the suture string was found normal in the threads. The flare appeared frayed, had a lip and was missing a portion, but due to the compression of the flare within the cap and the potential for damage upon removal, it cannot be determined if the flare was manufactured to specifications. Physical and dimensional analysis confirmed the device components had been manufactured to the correct specifications and tolerances. The other malfunctioning device used in this procedure was unable to be returned. Additionally, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The instructions for use (IFU) instruct the user to inspect the product prior to use to ensure that no damage has occurred. A review of the device history record revealed nonconformances in the main lot for broken/damaged suture string and loose foreign matter. Nonconformances were also reported in the catheter tubing subassemblies for inadequate tip/taper, difficult wire shaft and loose embedded foreign matter. All affected devices were identified and scrapped out prior to device release. It should be noted that there were no other complaints associated with this lot number. Based on the information provided, the examination of the returned product and the results of our investigation, a definitive cause could not be established. Potential factors that could have contributed to the cause include the suture presence within the threads of the cap and adapter assembly that interfere with the seal during torqueing, inconsistencies in flaring and the silicone insert being punctured due to improper threading. Appropriate measures have been taken to address this failure mode. The appropriate personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.